Event description:
The customer reported for their end customer that the valve would not allow the pump to draw blood. The sample was saved and will be returned. Product code 4003203; lot number 24815.